Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to their ipg nearing end of life. Reportedly, patient had not charged her ipg as recommended. In turn, the ipg was no longer able to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted. Effective therapy was restored postoperatively